Event description:
It was reported to boston scientific corp on (B)(6) 2008 that an enteryx procedure kit was used to treat gastroesophageal reflux disease (gerd) in a (B)(6), female pt on (B)(6) 2005. According to the complainant, "the physician told (the pt) that her (lower esophageal) sphincter does not work. This has made her asthma worse and she has difficulty swallowing. She had her esophagus dilated on ((B)(6) 2008; device and MFR unk). She has lost 25 pounds and everything she eats causes pain."

Manufacturer narrative:
(B)(4). These codes were selected by the MFR based on info obtained from the user facility. The lot number is unk; therefore, the manufacture date cannot be determined. The device remains implanted in the pt; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The lot number of the suspect device is unk. A customer shipment history review revealed two lots which were shipped to the customer (lots 40112 and 40611). The device history record (DHR) for each lot was reviewed; no anomalies were noted. Note: this product was removed from the global market in september 2005. (B)(4).